Event description:
The site's handheld and programming software were returned for analysis. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the returned flashcard and the reported allegation was not verified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported by a company representative that a nurse's handheld computer was continually freezing on the diagnostics screen despite hard resetting 4 times. The issue was reported to occur on several vns patients. At the moment, good faith attempts to obtain further information from the reporting nurse have been unsuccessful to date.